Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the device had experienced being subjected to an magnetic resonance imaging it presented as being at elective replacement indicator with impedance of 1467 ohms. Device is still in use. No patient complications were reported as a result of this event.